Event description:
The device was received for evaluation. The customer report of 'pump will not stop alarming' was verified. A dent was found in the front upper left corner housing, attributed to mishandling/drop.

Event description:
The customer reported the device was alarming and will not stop. There were no adverse reactions reported during the use of the device. A follow up report will be submitted once the evaluation is completed.